Event description:
It was reported that post a coronary drug eluting stenting treatment procedure, subacute thrombosis and death occurred. The initial procedure occurred in 2007. The patient presented with unstable angina pectoris. The physician placed a taxus express2 2.75x24mm drug eluting stent to the 100% stenosed lesion located in the noncalcified, moderately tortuous left circumflex (cx) artery. The lesion was pre-dilated with a non bsc 2.5x20mm balloon at 3 atms for 30 seconds. Post procedure the stent was well apposed. Heparin was used during the procedure and the patient was prescribed bayasprin, panaldine and pletal post procedure. No patient complications were reported and the patient was discharged 3 days post procedure. Five days post procedure the patient presented with ventricular fibrillation and was unconscious. An intra-aortic balloon pump was inserted. Angiography revealed in-stent thrombosis. An attempt was made to aspirate the thrombosis, but they were unable to remove most of it. The physician then dilated the stent with a non bsc 3.0x20mm balloon to complete the procedure. The patient expired 2 days later. A chronological description of events from the second procedure to the patient's death is not available. Per the physician, the cause of death was related to the subacute thrombosis.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause fo this event.